Event description:
Intercranial pressure catheter was placed following surgery for a ruptured aneurysm on 5/31/94. Unit functioned properly until 12:30 am, 6/3/94. Nurses state that unit displayed "check connectors" and had no changes in vital signs. The icp catheter was removed at 8:00 pm and replaced at 12:00 pm, 6/3/94. Pt expired at 9:50 am, 6/4/94.